Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred. Customer's blood glucose ranged from 150-170 mg/dl. Reportedly, a new cartridge was loaded to address the event.